Event description:
The customer states that during use on a pt when the air leakage occurred in the circuit a nurse tried to extubate the concerning product to inspect the possibility of air leakage. The air wouldn't be deflated by pilot balloon nor be inflated. Info provided does not confirm if medical intervention (recannulation of a replacement tube) was required.

Manufacturer narrative:
Covidien has made multiple attempts to collect further info related to this report with no response. The caller indicated that the sample associated to this report is expected to be returned to the manufacturing site for analysis but has yet to be received.